Event description:
A malfunction alarm occurred with the customer's pump, specifically alarm 30, during insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite instructions to reload the cartridge, the issue persisted, so a replacement pump was arranged. The customer was advised to use mdi as a backup therapy and was instructed on preparing the pump for return using a prepaid label within 10 days.